Event description:
It was reported that experienced pain and wound dehiscence at the ipg site. Surgical intervention was undertaken on (B)(6) 2024 wherein surgical debridement was performed but delayed in wound healing persisted. On (B)(6) 2024, patient underwent surgical intervention wherein the ipg was explanted and replaced, the delayed wound healing issue was resolved.

Manufacturer narrative:
B3-date of event is estimated. Reporter phone number (B)(6). It was reported to abbott patient was experiencing wound dehiscence the ipg site. Surgery took place where the ipg pocket was opened, cleaned out and re-sutured closed. Approximately two weeks later the ipg was removed but the leads were left in place. However, the site still did not heal. No signs of infection were observed. Approximately 3 weeks later the whole ipg site was healed, the midline site is healed but the top lead incision site was still healing. There was a pin hole opening. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.